Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the handswitch would not activate. Also the cut/coag function intermittently continues to activate after the foot switch pedal was no longer depressed.